Event description:
Time, blood glucose (mmol/l), bolus (units): 10:38am, 19.2 [346 mg/dl] - ate 36g carbs, 7.40u; 10:44am, 19.5 [351 mg/dl]; 10:58am, 20.7 [373 mg/dl]; 11:22a, 17.6 [316 mg/dl]; 12:21pm, 20.1 [ 362 mg/dl]; 12:44pm, 20.0 [360 mg/dl]; 1:22pm, 17.2 [310 mg/dl] - ate 35g carbs, 5.00u; 1:51pm, 20.3 [366 mg/dl]; 2:31pm, 24.4 (440 mg/dl] - pod deactivated. The customer reported that the cannula was kinked.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the prod lot met all acceptance criteria. The omnipod's user guide warns to "test results greater that 13.9 mmol/l [250 mg/dl] mean high blood glucose (hyperglycemia. If you get results above 13.9 mmol/l [250 mg/dl], but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 13.9 mmol/l [250 mg/dl], follow the treatment advice of your healthcare provider."